Event description:
During a low anterior sigmoid rectum resection procedure, an leakage occurred on the staple lines. No patient injury occurred.

Manufacturer narrative:
5/19/1997-medwatch report not received by manufacturer. Submission of initial report to FDA by mfg.